Manufacturer narrative:
The received product was well packaged. The mesh was manipulated, stretched, frayed but has not been used (no stain of blood), placed as described in the event description. The manufacturing process could not create this defect. It is external cause /user used.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2017 and the mesh was implanted. During the procedure, after the placing the mesh prior to removing the placement loop, it was noticed that the mesh appeared to be frayed. Another like device was used to complete the procedure. There were no patient consequences reported. No further information is available.